Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / sharp, stabbing pain"), device expulsion ("one of essure devices had migrated into her uterus") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for sterilization. On (B)(6) 2010, the patient started essure. On (B)(6) 2016, 2120 days after starting essure, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, removing both essure devices on (B)(6) 2016) and surgery (hysterectomy and bilateral salpingectomy, removing both essure devices on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, device expulsion and genital haemorrhage outcome was unknown. The reporter considered pelvic pain, device expulsion and genital haemorrhage to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / sharp, stabbing pain and excessive bleeding (seen as genital bleeding). It was reported that one of essure devices had migrated into her uterus (considered as partial expulsion of device). She underwent a hysterectomy and bilateral salpingectomy, removing both essure devices. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the event partial expulsion of device was diagnosed about 5 years and 10 months after essure insertion, however the exact date and mechanism was not known. Based on their nature and lack of alternative explanation, a causal relationship between these events with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ embedded in uterus"), pelvic pain ("severe pelvic pain / sharp, stabbing pain /pain"), device expulsion ("one of essure devices had migrated into her uterus / malposition of essure device migration to uterus, migration of essure device location of device: uterus"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("patient is currently pregnant") and ovarian cyst ruptured ("ruptured ovarian cyst") in a 29-year-old female patient who had essure (batch no. 578809,678808) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included keratosis pilaris. Concurrent conditions included menorrhagia, stress, folliculitis, itching, irritable bowel syndrome, dysuria, nausea, sweaty and vaginal discharge. Concomitant products included amoxicillin, benzoyl peroxide since (B)(6) 2009, betamethasone butyrate propionate (salex) since (B)(6) 2008, clindamycin since (B)(6) 2013, clonazepam, desvenlafaxine succinate (pristiq) since (B)(6) 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2010, escitalopram oxalate (lexapro) since (B)(6) 2008, salicylic acid since (B)(6) 2008, sertraline and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), fatigue ("fatigue / chronic fatigue"), abdominal discomfort ("gastrointestinal discomfort"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), attention deficit/hyperactivity disorder ("attention deficit disorder / add"), anxiety ("anxiety"), depression ("depression"), acne ("acne"), eczema ("eczema"), weight increased ("weight gain"), hot flush ("hot flashes"), premenstrual syndrome ("pms"), insomnia ("insomnia"), ovarian cyst ruptured (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids") and urinary tract infection ("utis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy), surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy), surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, device expulsion, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal discomfort, allergy to metals, attention deficit/hyperactivity disorder, weight increased, hot flush, premenstrual syndrome, ovarian cyst ruptured, uterine leiomyoma and urinary tract infection outcome was unknown, the fatigue, anxiety, depression, acne and eczema was resolving and the alopecia and insomnia had resolved. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal discomfort, acne, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, depression, device expulsion, dysmenorrhoea, eczema, fatigue, genital haemorrhage, hot flush, insomnia, ovarian cyst ruptured, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, urinary tract infection, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: there were about 2 to 3 coils noticed on the left and bout 8 coils on the right which is within the parameters felt to be appropriate diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral satisfactory placement, full occlusion ultrasound scan - on (B)(6) 2014: previous essure coils present on (B)(6) 2010 patient had CT abdomen and pelvis resulted in plenty of fluids,trace amount of free fluid within the pelvis. Metallic coils are present laterally within the right and left uterus. There is a 2.2 cm right adnexal cyst. On (B)(6) 2016 patient had surgical pathology report resulted in posterior cul-de-sac adhesions: portions of fibrovascular adhesion material. Localized aggregates of epithelioid cells, predominantly detached, consistent with reactive mesothelial origin. 2. Right posterior broad ligament: localized spindle cell proliferative change and fibrosis, suggestive of endometriosis. 3. Posterior cul-de-sac: benign fibromuscular soft tissue. 4. Left posterior broad ligament: endometriosis, multifocal. 5. Uterus with cervix: proximal endocervical squamous metaplasia with chronic endocervicitis. Nabothian cyst formation. Proliferative endometrium. Uterine adenomyosis. Right cornu showing medical device consistent with essure coil. 6. Bilateral fallopian tubes: focal mild increased chronic inflammation. Left fallopian tube demonstrating medical device consistent with essure coil. Grossly the essure coils appear to be intact. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: acne, dysmenorrhea,pregnancy on contraceptive device. Most recent follow-up information incorporated above includes: on 7-jun-2018: events uterine fibroids and utis added. Event ovarian cyst updated to ruptured ovaria cysts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / sharp, stabbing pain and excessive bleeding (seen as genital bleeding). It was reported that one of essure devices had migrated into her uterus (considered as partial expulsion of device). She underwent a hysterectomy and bilateral salpingectomy, removing both essure devices. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the event partial expulsion of device was diagnosed about 5 years and 10 months after essure insertion, however the exact date and mechanism was not known. Based on their nature and lack of alternative explanation, a causal relationship between these events with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ embedded in uterus"), pelvic pain ("severe pelvic pain / sharp, stabbing pain /pain"), device expulsion ("one of essure devices had migrated into her uterus / malposition of essure device migration to uterus, migration of essure device location of device: uterus"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("patient is currently pregnanct") in a 29-year-old female patient who had essure (batch no. 578809,678808) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included keratosis pilaris. Concurrent conditions included menorrhagia, stress, folliculitis, itching, irritable bowel syndrome, dysuria, nausea, sweaty and vaginal discharge. Concomitant products included amoxicillin, benzoyl peroxide since 14-jan-2009, betamethasone butyrate propionate (salex) since 25-nov-2008, clindamycin since 31-jan-2013, clonazepam, desvenlafaxine succinate (pristiq) since 28-apr-2012, duloxetine hydrochloride (cymbalta) since 15-nov-2010, escitalopram oxalate (lexapro) since 25-jun-2008, salicylic acid since 29-oct-2008, sertraline and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On 7-jun-2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), fatigue ("fatigue"), abdominal discomfort ("gastrointestinal discomfort"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), attention deficit/hyperactivity disorder ("attention deficit disorder"), anxiety ("anxiety"), depression ("depression"), acne ("acne"), eczema ("eczema"), weight increased ("weight gain"), hot flush ("hot flashes"), premenstrual syndrome ("pms"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy),and surgery (ablation). Essure was removed on 21-jul-2016. At the time of the report, the uterine perforation, pelvic pain, device expulsion, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal discomfort, allergy to metals, attention deficit/hyperactivity disorder, weight increased, hot flush, premenstrual syndrome and ovarian cyst outcome was unknown, the fatigue, anxiety, depression, acne and eczema was resolving and the alopecia and insomnia had resolved. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal discomfort, acne, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, depression, device expulsion, dysmenorrhoea, eczema, fatigue, genital haemorrhage, hot flush, insomnia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, uterine perforation and weight increased to be related to essure. The reporter commented: there were about 2 to 3 coils noticed on the left and bout 8 coils on the right which is within the parameters felt to be appropriate diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-nov-2010: bilateral satisfactory placement, full occlusion ultrasound scan - on 10-oct-2014: previous essure coils present on 24-nov-2010 patient had CT abdomen and pelvis resulted in plenty of fluids,trace amount of free fluid within the pelvis. Metallic coils are present laterally within the right and left uterus. There is a 2.2 cm right adnexal cyst. On 21jun2016 patient had surgical pathology report resulted in posterior cul-de-sac adhesions: portions of fibrovascular adhesion material. Localized aggregates of epithelioid cells, predominantly detached, consistent with reactive mesothelial origin. 2. Right posterior broad ligament: localized spindle cell proliferative change and fibrosis, suggestive of endometriosis. 3. Posterior cul-de-sac: benign fibromuscular soft tissue. 4. Left posterior broad ligament: endometriosis, multifocal. 5. Uterus with cervix: proximal endocervical squamous metaplasia with chronic endocervicitis. Nabothian cyst formation. Proliferative endometrium. Uterine adenomyosis. Right cornu showing medical device consistent with essure coil. 6. Bilateral fallopian tubes: focal mild increased chronic inflammation. Left fallopian tube demonstrating medical device consistent with essure coil. Grossly the essure coils appear to be intact. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: acne, dysmenorrhea,pregnancy on contraceptive device. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, concomitant drug added, lot number added events added as follows:- dysmenorrhea, fatigue, abdominal discomfort, alopecia, allergy to metal, uterine perforation, attention deficit/ hyperactivity disorder, anxiety, depression, acne, eczema, weight increased, hot flush, premenstrual syndrome, insomnia, ovarian cyst, abdominal pain, pregnancy on contraceptive device, device ineffective. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ embedded in uterus"), pelvic pain ("severe pelvic pain / sharp, stabbing pain /pain"), device expulsion ("one of essure devices had migrated into her uterus / malposition of essure device migration to uterus, migration of essure device location of device: uterus"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("patient is currently pregnanct") and ovarian cyst ruptured ("ruptured ovarian cyst") in a 29-year-old female patient who had essure (batch no. 578809,678808-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included keratosis pilaris. Concurrent conditions included menorrhagia, stress, folliculitis, itching, irritable bowel syndrome, dysuria, nausea, sweaty and vaginal discharge. Concomitant products included amoxicillin, benzoyl peroxide since (B)(6) 2009, betamethasone butyrate propionate (salex) since (B)(6)2008, cefdinir since (B)(6) 2011, cilest (sprintec) since (B)(6) 2012, clindamycin since (B)(6) 2013, clonazepam, cyclobenzaprine since (B)(6) 2012, desvenlafaxine succinate (pristiq) since (B)(6) 2012, dicycloverine (dicyclomine) since (B)(6) 2010, doxycycline hyclate since (B)(6) 2013, duloxetine hydrochloride (cymbalta) since (B)(6) 2010, escitalopram oxalate (lexapro) since (B)(6) 2008, naproxen since (B)(6) 2013, nitrofurantoin since (B)(6) 2013, phentermine since (B)(6) 2012, salicylic acid since (B)(6) 2008, sertraline and sertraline (zoloft). In 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 months 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In june 2015, the patient experienced eczema ("eczema "). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), fatigue ("fatigue / chronic fatigue"), abdominal discomfort ("gastrointestinal discomfort"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), attention deficit/hyperactivity disorder ("attention deficit disorder / add"), anxiety ("anxiety"), depression ("depression"), acne ("acne"), hot flush ("hot flashes"), premenstrual syndrome ("pms"), insomnia ("insomnia"), ovarian cyst ruptured (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids") and urinary tract infection ("utis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy), surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy), surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, device expulsion, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal discomfort, allergy to metals, attention deficit/hyperactivity disorder, weight increased, hot flush, premenstrual syndrome, ovarian cyst ruptured, uterine leiomyoma and urinary tract infection outcome was unknown, the fatigue, anxiety, depression, acne and eczema was resolving and the alopecia and insomnia had resolved. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal discomfort, acne, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, depression, device expulsion, dysmenorrhoea, eczema, fatigue, genital haemorrhage, hot flush, insomnia, ovarian cyst ruptured, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, urinary tract infection, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: there were about 2 to 3 coils noticed on the left and bout 8 coils on the right which is within the parameters felt to be appropriate diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral satisfactory placement, full occlusion ultrasound scan - on (B)(6) 2014: previous essure coils present on (B)(6) 2010 patient had CT abdomen and pelvis resulted in plenty of fluids,trace amount of free fluid within the pelvis. Metallic coils are present laterally within the right and left uterus. There is a 2.2 cm right adnexal cyst. On (B)(6) 2016 patient had surgical pathology report resulted in posterior cul-de-sac adhesions: portions of fibrovascular adhesion material. Localized aggregates of epithelioid cells, predominantly detached, consistent with reactive mesothelial origin. 2. Right posterior broad ligament: localized spindle cell proliferative change and fibrosis, suggestive of endometriosis. 3. Posterior cul-de-sac: benign fibromuscular soft tissue. 4. Left posterior broad ligament: endometriosis, multifocal. 5. Uterus with cervix: proximal endocervical squamous metaplasia with chronic endocervicitis. Nabothian cyst formation. Proliferative endometrium. Uterine adenomyosis. Right cornu showing medical device consistent with essure coil. 6. Bilateral fallopian tubes: focal mild increased chronic inflammation. Left fallopian tube demonstrating medical device consistent with essure coil. Grossly the essure coils appear to be intact. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records: acne, dysmenorrhea,pregnancy on contraceptive device. Lot numbers 578809 and 678808 reported are invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/one of essure devices had migrated into her uterus / malposition of essure device migration to uterus, migration of essure device location of device: uterus'), embedded device ('right essure coil is completely embedded in the body of the uterus/embedded in uterus'), pelvic pain ('severe pelvic pain / sharp, stabbing pain /pain'), genital haemorrhage ('excessive bleeding'), pregnancy with contraceptive device ('patient is currently pregnanct') and ovarian cyst ruptured ('ruptured ovarian cyst') in a 29-year-old female patient who had essure (batch no. 578809,678808-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included keratosis pilaris and lower abdominal pain. Concurrent conditions included menorrhagia, stress, folliculitis, itching, irritable bowel syndrome, dysuria, nausea, sweaty, vaginal discharge, abdominal bloating, foggy feeling in head, night sweats, endometriosis, endometrial ablation, adhesion, endocervical squamous metaplasia, chronic cervicitis, adenomyosis uteri, hypertrichosis and anaemia of chronic inflammation. Concomitant products included amoxicillin, benzoyl peroxide since 14-jan-2009, betamethasone butyrate propionate (salex) since 25-nov-2008, cefdinir since 18-sep-2011, clindamycin since 31-jan-2013, clonazepam, cyclobenzaprine since 21-oct-2012, desvenlafaxine succinate (pristiq) since 28-apr-2012, dicycloverine (dicyclomine) since 24-nov-2010, doxycycline hyclate since 31-jan-2013, duloxetine hydrochloride (cymbalta) since 15-nov-2010, escitalopram oxalate (lexapro) since 25-jun-2008, ethinylestradiol;norgestimate (sprintec) since 30-may-2012, naproxen since 28-may-2013, nitrofurantoin since 21-jul-2013, phentermine since 3-nov-2012, salicylic acid since 29-oct-2008, sertraline and sertraline hydrochloride (zoloft). In 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 3 months 7 days after insertion of essure. In june 2015, the patient experienced eczema ("eczema "). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue / chronic fatigue"), abdominal discomfort ("gastrointestinal discomfort"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), attention deficit/hyperactivity disorder ("attention deficit disorder / add"), anxiety ("anxiety"), depression ("depression"), acne ("acne"), hot flush ("hot flashes"), premenstrual syndrome ("pms"), insomnia ("insomnia"), ovarian cyst ruptured (seriousness criterion medically significant) and urinary tract infection ("utis"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (vinci assisted laparoscopic resection of endometriosis with hysterectomy and bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, abdominal discomfort, allergy to metals, attention deficit/hyperactivity disorder, weight increased, hot flush, premenstrual syndrome, ovarian cyst ruptured, uterine leiomyoma and urinary tract infection outcome was unknown, the fatigue, anxiety, depression, acne and eczema was resolving and the alopecia and insomnia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal discomfort, acne, allergy to metals, alopecia, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, eczema, embedded device, fatigue, genital haemorrhage, hot flush, insomnia, ovarian cyst ruptured, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, urinary tract infection, uterine leiomyoma, uterine perforation and weight increased to be related to essure. The reporter commented: there were about 2 to 3 coils noticed on the left and bout 8 coils on the right which is within the parameters felt to be appropriate. Left essure coils seen in left adnexa with the tip just entering fundus of uterus. Right essure coil is completely embedded in the body of the uterus, even going through the endometrium. Essure coil placement which has since migrated into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2010: pelvis resulted in plenty of fluids,trace amount of free fluid within the pelvis. Metallic coils are present laterally within the right and left uterus. There is a 2.2 cm right adnexal cyst.. Hysterosalpingogram - on (B)(6) 2010: results: bilateral satisfactory placement, full occlusion. Pathology test - on 21-jun-2016: in posterior cul-de-sac adhesions: portions of fibrovascular adhesion material. Localized aggregates of epithelioid cells, predominantly detached, consistent with reactive mesothelial origin. Endometriosis, multifocal, posterior cul-de-sac: benign fibromuscular soft tissue. Uterus with cervix: proximal endocervical squamous metaplasia with chronic endocervicitis. Nabothian cyst formation. Proliferative endometrium. Uterine adenomyosis. Right cornu showing medical device consistent with essure coil. Bilateral fallopian tubes: focal mild increased chronic inflammation. Left fallopian tube demonstrating medical device consistent with essure coil.. Ultrasound scan - on (B)(6) 2014: results: previous essure coils present. Confirming the injuries reported in this case, the following ones were described in patient¿s medical records: acne, dysmenorrhea,pregnancy on contraceptive device, menorrhagia, bleeding, pelvic pain, hot flashes, urinary tract infections, fatigue, embedded in her uterus, alopecia. Lot numbers 578809 and 678808 reported are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jun-2019: mr was received: event embedded device was added. New reporter information was added. Medical history were added. Previously reported device expulsion clubbed with uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.